Manufacturer narrative:
This report was originally submitted on 5/15/2017, in an incorrect format. This was initially discovered on 8/23/2017, and this is being re-submitted on 8/24/2017.

Event description:
While investigating another previously reported event (B)(4), it was discovered that the patient had aspirated another prosthesis in (B)(6)2015. The device was a patient changeable voice prosthesis (B)(4); the exact lot number is unknown, however, it is either 0000002776 or 0000010285. The device was removed from the patient through bronchoscopy in (B)(6) 2015. The device was discarded and is not available for evaluation.